Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noisy signals that were reproducible. The noise was oversensed. However, no pacing inhibition and/or asystole were reported. Despite not being confirmed, a conductor fracture was suspected to be the cause of this issue. No additional adverse patient effects were reported.